Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a software issue. The technical support specialist stated that the login is slow due to the domain controller taking a long time to respond. The tsc updated the port speed for the cat3a device from auto-negotiate to 100mbps half-duplex and confirmed that device is online. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia system is running slow. The customer stated that the machine kept freezing during procedure "dr" and running very slow. The customer rebooted the station, but still was lagging when I tried to log in causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.